Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Manufacturer's investigation conclusion: extrinsic outflow graft obstruction (eogo) was unable to be conclusively confirmed through this evaluation, and no product is available as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A specific cause for the report of eogo could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of hypertension could not be conclusively established through this evaluation. The submitted image showed a computed tomography image with a portion of the bend relief visible. A relatively darker section was noted along the outside of the curve of the outflow, which may be consistent with eogo; however, eogo was unable to be conclusively confirmed through the image alone. Review of the submitted log files confirmed intermittent low flow alarms; however, the low flow alarms reportedly resolved upon removal of material from between the outflow graft and outflow graft bend relief. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. Section 1 also provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had been experiencing increased low flows the past few months. Initially, the patient was observed to be hypertensive by machine cuff pressures and doppler readings. At that time, the patient was initiated valsartan for blood pressure (bp) management which helped their bp come down and subsequently helped their low flow occurrence decrease. On (B)(6) 2025, the patient noted they were still having low flows, usually during the night. The patient's bp readings at home were well-controlled by machine duff. The doppler in clinic on (B)(6) 2025 was 78 millimeters of mercury (mm hg). The patient reported adequate hydration. The patient's recent echocardiogram was unchanged from their previous echocardiograms. The log file captured low flow events on 03apr2025. There were also several low flow flags which did not persist long enough to trigger low flow alarms. There did not appear to be any type of equipment causing the low flow events. The patient was asymptomatic both in clinic and at home during low flows. The cause of low flows was hypertension. The cardiovascular computed tomography angiography (cv cta) on (B)(6) 2025 showed an outflow graft obstruction. The patient continued to have intermittent low flows but reported that most days are fine. The patient was admitted on (B)(6) 2025 for persistent and worsening low flow alarms and the diagnosed outflow graft obstruction. The event log file captured persistent low flow events throughout the log with estimated flow hovering mainly around the 2.4 to 2.5 lpm range. The pulsatility index (pi) values were non-variable in the 3 range. The patient was planned to have the obstruction cleaned.

Event description:
The patient had a partial outflow graft obstruction. The procedure to clean out the obstruction was successful. There were no images of the obstruction available. The patient's flows had increased and the patient was doing well. The outflow graft obstruction was not inside of the graft. The obstruction was related to the compression of the outflow graft from outside the graft. The patient had debridement of thrombus around the outflow graft and bend relief. There were findings of fibrinous exudate between the outflow graft and the bend relief. The compression was beneath the outflow graft bend relief. And not distal to the outflow graft bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.